Event description:
A cartridge alarm was reported during the load process. There was no adverse impact to the customer¿s blood glucose level. The caller successfully loaded a new cartridge and resumed insulin therapy with assistance from technical support, resolving the issue.